Event description:
Healthcare professional reported "rupture, change in breast, swelling, redness, starting to work its way out". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ inflammation/irritation: unable to observe. ¿ visibility/palpability: unable to observe. No other observations observed, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture, change in breast, swelling, redness, starting to work its way out". This record is for the right side. Device has been explanted and replaced.